Event description:
Trauma pt with saw damage, cut to hand w/lacerated muscle, tendon, and nerve. During microsurgical hand repair identified micro pickups and needle holders with malaligned/bent tips; backup set of instruments not readily available. Pt needs additional surgery to repair nerves.